Event description:
On (B)(6) 2013 a leica field service engineer informed leica microsystems inc that he had cut his hand while working on an instrument. Medical treatment was necessary as the wound was bandaged in the emergency room of the hospital where the field service engineer was performing service on a lab instrument. The MFR of this device, leica biosystems, nussloch, is currently investigating this event. If further info is provided, a f/u report will be filed. Please reference MFR report number 8010478-2013-0004.